Manufacturer narrative:
No repair was performed; the anesthesia machine was removed from service and replaced. No report of patient involvement. (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the unit indicated a system malfunction. There was no report of patient involvement.